Event description:
Covidien received information stating that during use on a patient the proximal (prox) flow measurements on a 980 ventilator were unstable and at times not being displayed. The patient's carbon dioxide (co2) level increased when the prox flow measurements would not match the settings. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).